Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to post-operative wound healing issues. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device was explanted due to delayed post-op wound infection. There were additional procedures prior to the explantation. Reportedly, an initial cleaning of the incision at the surgeon's office was performed, but concerns continued. The user underwent surgical intervention on (B)(6) 2024. There was granulation tissue pre-operatively in the area. Culture grew staphylococcus aureus.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to delayed post-op wound infection. The user was followed-up on (B)(6) 2024 and the wound is healing well. It is planned to re-implant him in early (B)(6) 2024.